Event description:
Reference number (B)(4). Event occurred in spain. It was reported that patient experienced three events of infusion set kinked cannula on 24-jan-2025, 25-jan-2025 and 28-jan-2025. The event occurred within three hours of insertion. The insertion site was abdomen. The patient replaced infusion sets and resumed insulin successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Initial and final (B)(4) device 1 of 3.